Event description:
A customer reported an error 4 message displayed at strip insertion. Upon return product testing, memory overwrite was observed. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mg/dl. Memory overwrite was observed. Customers and retailers have been informed through the adc fa16may2006 letter.